Event description:
The customer stated that the architect c8000 analyzer generated a decreased sodium result of 101 mmol/l. The sample was repeated on another c8000 analyzer and a result of 138 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2013-00002 under a different manufacturing site. (B)(4). Field service was dispatched to the account. Actions taken to resolve the issue included replacing the four ict 1 ml syringes and their corresponding ict check valves, the ict pinch tubing, and the ict module of lot 120302 which had expired on 12/02/2012. The ict assays then calibrated successfully and generated acceptable precision. No further ict related issues have been reported. The customer maintenance log was reviewed and it showed that several quarterly maintenance items were overdue including maintenance for the sample syringe, wash syringe, reagent syringe, and replacement of the ict 1 ml syringes and ict aspiration check valves. The maintenance log also indicates the suspect ict module may have been in use for 7 months. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the ict sample diluent package insert were reviewed and were found to adequately address the issue. A singular specific cause for the customer's issue was not identified. Probable causes that could not be ruled out include the worn 1 ml syringes, ict check valves, and ict pinch tubing that were replaced simultaneously with the expired ict module. Replacement of these worn parts resolved the issue. The investigation did not identify a malfunction/deficiency.